Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). As the device was not returned and the product code and serial number are unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.